Event description:
It was reported that during a coronary angioplasty procedure the balloon catheter froze on the guide wire. Access was obtained via the femoral artery. The severely calcified, de novo target lesion was located in the right coronary artery (rca). A 3.5x15mm quantum maverick balloon catheter was advanced to the lesion for postdilation and was inflated at 18atms for 20 seconds. After deflation of the balloon, the physician attempted to remove the device from the non bsc guide wire but the device was froze on the wire. The physician successfully removed both devices together as a system. The physician presumed that the balloon lumen was damaged, causing it to catch on the guide wire. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a quantum maverick balloon catheter with no original packaging or other devices. Contrast was visible in the wire lumen and balloon. Magnified inspection revealed no damage or anomalies to the balloon catheter. The guidewire was not received with the balloon catheter, therefore; a new 0.014" guidewire was back-loaded into the tip and tracked through the wire lumen without difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary angioplasty procedure the balloon catheter froze on the guide wire. Access was obtained via the femoral artery. The severely calcified, de novo target lesion was located in the right coronary artery (rca). A 3.5x15mm quantum maverick balloon catheter was advanced to the lesion for postdilation and was inflated at 18atms for 20 seconds. After deflation of the balloon, the physician attempted to remove the device from the non bsc guide wire but the device was froze on the wire. The physician successfully removed both devices together as a system. The physician presumed that the balloon lumen was damaged, causing it to catch on the guide wire. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable.